Manufacturer narrative:
Additional procode: hrx. Part: 314.743; synthes lot: h299358; supplier lot: h299358; release to warehouse date: october 11, 2017; supplier: (B)(4). The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Flow: broken. Visual inspection: the drive shaft-minimum 520mm length for use with ria was received at us customer quality (cq) with the distal tip broken; fragments were not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: the applicable dimension, the hexagonal tip width across the flats, was unable to be measured due to post-manufacturing damage. Document/specification review: the following drawings, reflecting the current and manufactured to revisions, were reviewed: drive shaft assembly; drive shaft. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: the material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the device history record (DHR). Conclusion: the complaint condition is confirmed as the ria drive shaft was received with the distal tip of the device broken. There is no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause was able to be determined with the provided information. The system risk document was found to adequately address the complaint condition. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the tip of the drive shaft for reamer/irrigator/aspirator (ria) broke off in the patient. The tip of the ria drive shaft broke at the connection point to the 12mm ria head. Two (2) fragments, approximately 1 cm in length, were generated and successfully removed from the patient. A second ria device was used to successfully complete the procedure. There was a thirty (30) minute surgical delay to retrieve the metal fragments from the intramedullary (im) canal of the femur and surgical intervention required approximately 15 extra x-ray shots, totaling 1-2 minutes of radiograph exposure. The patient was not injured. Concomitant devices: ria (part: unknown, lot: unknown, quantity: unknown). This report is for a drive shaft-minimum 520mm length. This is report 1 of 1 for (B)(4).